Event description:
Device 2 of 2. Ref MFR report #1627487-2014-01721. The pt (B)(6) received two single extensions with the same lot number. It was reported during an elective replacement procedure, invalid impedance presented on multiple contacts due to the improper connection of an extension. Follow up identified an add'l surgery was undertaken on (B)(6) 2014. The pocket site was reopened, reconnecting the extensions to the ipg thus resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.